Event description:
Customer reported the system was shutting down during lateral shots requiring 2 c-arms at once. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge rep suspects 2 c-arms were plugged into the same power plug. System operates as intended.